Manufacturer narrative:
One sample and one photo was received for product mp5314-c, lot 25055270. The product was primed and connected to a sample bd infusion set. A simulated infusion was conducted in order to determine if the mp5314-c would spontaneously separate from the connector or show signs of leakage. There were no issues with the infusion set. The customer complaint of loose component - leakage was not verified. A root cause analysis was not conducted because the failure was not replicated. A device history record review for model mp5314-c lot number 25055270 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had a loose component. The following information was provided by the initial reporter: a routine IV insertion was completed on this patient at 2125 using the 'bd maxplus pressure rated extension set with removable clear needleless connector' to connect to the int. I paid extra attention to tightening the connector to the int because the rad tech was at bedside waiting to take the patient for a CT scan with contrast. It is common for these extension sets to come loose during contrast administration in CT scan. Tech called me after performing her test injection for the CT scan with the auto injector because the patient was bleeding significantly from his IV. I found the screwing portion of this extension set completely loose and the extension set was out of the int hub allowing the patient to free bleed. I reapplied the extension set and screwed it as tightly as possible, cleaned up the patient, and reapplied a secure dressing. When returning to my department I received another call from radiology that the int is leaking again with the autoinjector test flush. I changed this extension set out with a new one and we were able to continue with patient care.